Event description:
Additional information received reports that the patient had an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024, and the system was explanted. The patient is currently on antibiotics.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.